Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed normal battery depletion.

Event description:
It was reported that telemetry with the device was unobtainable. No evidence of pacing was present and this appeared to reflect end of life for the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.